Event description:
After placing mechanical ventilator on patient ventilator, it worked correctly. Approximately 3-5 minutes later, the ventilator stopped ventilating, indicated via front panel that the safety-valve was open and patient not being ventilated. Immediately, the patient was removed from ventilator and an ambu-bag was used to ventilate and oxygenate the patient. Another ventilator was obtained and placed on patient. There were no observable ill effects to the patient.